Event description:
Patient reported severe chest pain during vns stimulation. The patient underwent surgery where the vns therapy system was explanted. Device diagnostics performed on date of surgery indicated the device was functioning properly. The explanted generator and lead were not returned to manufacturer.